Manufacturer narrative:
No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
The valve is leaking. The valve was changed. Aeq attached in pir form.

Event description:
The valve is leaking. The valve was changed. Aeq attached in pir form.